Event description:
Healthcare professional reported "double wall and central lobulation forming a pendulum.¿

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , b.6 , d.6b , h.6.

Event description:
The device has been explanted. Patient reported "siliconomas" and "silicone was outside the capsule".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, "my breasts always hurt, especially during my menstrual cycle...pain on my rib cage area" on left side. The device remains implanted.